Manufacturer narrative:
One used sample was returned for evaluation. The sample was heavily discolored with foreign substances inside and outside of the device. The balloon was burst in appearance. The balloon lumen was examined, and infusion was attempted with an empty syringe. Resistance was felt and bubbles were seen around the balloon inflation port. The tube was then cut below the molded head to view the inside surface of the balloon lumen. The lumen was clogged with a dried, wrinkled looking material. The complaint is confirmed, however, the root cause remains unknown. The device history record for lot aa6055f13 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 17 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 10 jan 2020, the product was in use for 8 months prior to the reported event.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 02 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that when changing the button with a fully inflated balloon, the balloon would not deflated. The patient was put under general anesthesia and underwent a fibroscopy procedure to pierce the balloon with a sclerosis needle. The patient is considered non-cooperative and fragile. No further information provided at this time.